Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no lot information or sample was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.

Event description:
It was reported that an unspecified number of injector luer lock n35 experienced a loose injector or separation of injector and mating component. Product defect was noted during use. The following information was provided by the initial reporter: material no. 515003, batch no. Unknown. I do not have the lot numbers for the affected parts. If/when we have another event I can try to obtain that. I also do not have affected parts for example, the events occured outside of the pharmacy dept and I think the nurses just replaced the phaseal injector. Also, no adverse events have occurred to my knowledge. On (B)(6) 2020 phaseal injector fell off end of tubing when chemo bag hung on IV pole. Same part number for injector, this was attached to alaris low-sorb set w/ 0.2 micron filter #11532269 and was also primed with normal saline. I do not have dates for others, but know we have had issues with it coming off the tubing of our tacrolimus continuous infusions during the course of the 24 hour infusion. Those are infused with the low-sorb set #2260-0500 and same phaseal injector.